Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported poor or no telemetry with recharging. The patient reported poor communication. The patient reported that she had tried repositioning the antenna. When asked, the patient didn¿t think it had been over a month since the last recharge. The patient reported that she wasn¿t able to communicate with the patient programmer (pp) either and reported that she changed the batteries in the pp during the call. No further complications were reported.